Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock lead impedance measuring above 200 ohms. Technical services (ts) was consulted, and it was noted that the programmed vectors were that of a dual coil shocking lead, and this system was using a single coil lead. The shock lead configuration was set to single coil and the initial polarity to solve the out of range measurement. No adverse patient effects were reported. This system remains in service.